Event description:
Customer was hospitalized for high blood glucose and dka. Customer also reported that they have sinus infection and that the physician took them off pump while they are in hospital.